Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the implant procedure device interrogation revealed the implantable cardiac monitor exhibited low battery, while still in the packaging. There was no patient interaction with the device.